Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head and sleeve were removed. The cup and stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the hemi head, cup and modular sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the hemi head. Similar complaints have been identified for the cup and sleeve and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and pre-cautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. The reported pain and pseudotumor as seen on mars MRI along with intraoperative findings of a large pseudotumor in the posterior capsule approximately 10cm3 filled with a murky brown substance may be consistent with findings associated with metal debris. However, the root cause of the metal debris and pseudotumor cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head and sleeve were removed. The cup and stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, hemi head and modular sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the hemi head. Similar complaints have been identified for the cup. This will continue to be monitored. Similar complaints have been identified for the sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. Based on the limited information provided, the reported radiological findings of altr/metallosis and bony erosion at the left greater trochanter, and intraoperative findings of a pseudotumor-like, brown substance filled mass may be consistent with an adverse reaction to metal debris, but this cannot be confirmed based on the information provided. Without complete supporting medical records, post-primary radiographic images, and/or the analysis of the explanted components, the root cause of the reported clinical symptoms cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a malperformance of the implant. However, it should be noted that the combination of s&n implants used with stryker implants in the revision is contraindicated, therefore the patient impact beyond the revision and associated post-op pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported a revision surgery was performed due to pseudotumor.